Event description:
Customer reported the c-arm would not go up or down. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4)